Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting the patient has had recurrent volume discrepancies starting in august of last year with a discrepancy of 3.7ml and then in november with 4.9ml and he just had another one. The hcp stated a dye study was done on (B)(6) 2024 and it was successful (catheter patent). The hcp stated the physician was planning to increase the patient's dose because he had reported general increase pain levels.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was malignant pain. The patient reported that they were in the clinic today for a needle study of the catheter. Per the patient, the issue was that at the end of the refill cycle there was more medicine in the pump than was anticipated for the last 2 refills. At that last refill they expected 3ml left in the pump and the refill immediately preceding that had been 6ml left in the pump, which was ¿more than double the average because even 3ml is considered overage high.¿ the patient was asking why the catheter dye study test came back normal if there was a volume discrepancy.